Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.